Event description:
Same case as MDR ID # 2134265-2013-06208 and MDR ID # 2134265-2013-06206. It was reported that the ilab motor drive unit (mdu5) failed to perform automatic pullback. No patient involved.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for evaluation with a missing pullback gear from the clutch assembly. Evaluation of the returned device revealed that cause of the failure is the missing pullback gear. Functional test was not performed because problem was confirmed by visual inspection. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be wear and tear. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID # 2134265-2013-06208 and MDR ID # 2134265-2013-06206. It was reported that the ilab motor drive unit (mdu5) failed to perform automatic pullback. No patient involved.